Event description:
Pt was undergoing coiling of internal carotid artery aneurysm, measured 6.5 mm x 5 mm. A prowler 14 microcatheter (mc) was used. During advancing the trufill dcs orbit coil into the mc, resistance was felt and the coil stretched. The mc and coil removed as one unit from the pt's vessel. Another prowler 14 mc was used to complete the procedure. There was no calcification or tortuosity present. There was no report of pt injury or complications.